Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy and pink slide did not move forward, indicating a failure of the needle mechanism. The pod was not worn.

Manufacturer narrative:
The data shows first prime ended earlier than expected due to false open readings from the rotational sensor, though the device was received with the cannula fully deployed. It could not be conclusively determined if the rotational sensor malfunction contributed to the allegation. Contamination was observed on the commutator cap. It could not be conclusively determined if the contamination contributed to the abnormal rotational sensor data.